Event description:
In multiple rooms where patients were receiving enteral feeding, the tube feeding was leaking from the "hub" of the tube right by where it connects to the bag of feeding formula. Bag of feeding formula was fine, it appeared the tubing/purple hub area was where it was leaking. Another room with tube feeding was also discovered, a large puddle of feeding fluid was found and it seemed to have the same problem. The first room, rn had tried 3 different tubing sets and they all had the same problem. This writer went and took the tubing from another station and it did not have the same problem.